Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified wear and debris about the implant threads and collar. The product matched print specifications where measured against drawing 223410 rev m (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for approximately 7.5 years prior to removal. Documents reviewed: zbinstsm rev a 06/19; potential adverse events and precautions DHR review was completed for the subject lot number 2010121282. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2010121282) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to pain. Tooth location 4.